Manufacturer narrative:
The field service rep was unable to determine a cause and could not duplicate the issue. Calibration and controls were run with all results and system verified to be performing within spec.

Event description:
User received discrepant troponin t results for one pt sample. There were a total of three pt samples obtained at different times from the same pt on (B) (6) 2009. All samples were lithium heparin plasma centrifuged in stat spin for 5 minutes at 5600 rpm. First sample collected at 10:15am gave 0.105 ng per ml. Second sample collected at 16:19pm gave 0.031 ng per ml. Third sample collected at 22:47 pm gave 0.097 ng per ml. The physician questioned the troponin t result from the second sample after receiving the troponin t result from the third sample. All samples were repeated on (B) (6) 2009. Only the troponin t results from the second sample were discrepant. Repeat result of the second sample gave 0.092 ng per ml. User stated "result did not adversely affect pt."